Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer suspects the pump was not delivering insulin. Blood glucose was 250 mg/dl. Additional information was not provided and the customer declined tandem technical support's offer to troubleshoot.